Event description:
The customer reported the system displayed a charger failed error during boot up. This error will prevent the system from fully booting. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.